Event description:
On (B)(6) 2012, the patient's mother reported the patient's blood glucose measured 'hi' on her blood glucose monitor. Just prior to the call her blood glucose measured 449 mg/dl. The mother also reported the patient experienced pain and inflammation at her infusion site locations and the patient was sent information on infusion site management, infusion sets, and an infusion set insertion device. Upon follow up on (B)(6) 2012, the patient's mother reported that paramedics were called at approximately 6:35pm on (B)(6) 2012, and the patient's blood glucose measured over 500 mg/dl. The patient was taken to the hospital and was admitted. The patient was still hospitalized at the time of the follow up call. The mother stated the patient began to experience elevated blood glucose on (B)(6) 2012, and the patient was giving herself 24 hours to treat elevated blood glucose on their own before contacting her doctor. The patient remained on the infusion device and injected insulin via syringe to lower her blood glucose. Upon follow up with the patient on (B)(4) 2012, she stated that her normal blood glucose level is 80-200 mg/dl and her blood glucose measured 524 mg/dl one hour prior to calling paramedics. Her blood glucose measured 500-700 mg/dl when paramedics arrived and she was treated with an IV of fluid. When she arrived at the hospital she was treated with an insulin IV. She was released from the hospital on (B)(6) 2012. Further attempts to contact the patient were unsuccessful. No product was requested to be returned for evaluation.